Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his monitor. The pt's download continuously revealed 'battery ir test failure' flags on both of the pt's new batteries. The pt was provided with a replacement monitor and two battery packs.

Manufacturer narrative:
Device eval summary: the cause of the battery ir test failure flags has been isolated to the monitor. Device eval of monitor (B)(4) has been completed. The reported problem (battery ir test failure) has been confirmed. The cause of the 'battery ir test failure' flags is a high internal resistance reading (12,000+). The cause of the high internal resistance reading is insufficient current through the battery while performing the ir test. The cause of the insufficient current is a lack of voltage from the high-voltage capacitors. The cause of the lack of voltage is the inability to charge the capacitors. The cause of the inability to charge the capacitors is a fractured solder connection at the high voltage capacitor (c19). The cause of the fracture connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.